Event description:
The customer called to report that her suction is high on her pump in style and she had developed thrush and is reporting pain when using the pump.

Manufacturer narrative:
The replacement pump was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Attempts to get additional complaint info are ongoing. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. The issue with yeast infection/thrush potentially from using the pump in style pump is currently under investigation in (B)(4).